Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a bilateral unexpected outcome following an intraocular lens (iol) implant procedure. Unk cause for the outcome, the intended target was not met by 1.5 diopters. There are two med device reports. This report is for the left eye. Additional info has been requested.